Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was not able to infuse the water into the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was not able to infuse the water into the balloon. It was later reported that after insertion, the water would not go into the inflation lumen. The catheter was removed and replaced with another catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the nurse was not able to infuse the water into the balloon. It was later reported that after insertion, the water would not go into the inflation lumen. The catheter was removed and replaced with another catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was not able to infuse the water into the balloon. It was later reported that after insertion, the water would not go into the inflation lumen. The catheter was removed and replaced with another catheter.

Manufacturer narrative:
Received the catheter only for evaluation. During the visual inspection, the exterior of the sample was inspected and no evidence of a failure was found that would support the reported event. Per the functional testing, the balloon was inflated, by syringe, with 10cc water using normal fill technique and the balloon inflated without difficulty in 9sec. The inflation funnel did not balloon out during the inflation. The balloon was deflated and re-inflated again with the quick fill technique and the balloon inflated without difficulty in 20sec. The inflation funnel did not balloon out during inflation. The sample was then dissected and found nothing to contribute to the reported problem. The dimensional evaluation results were as follows: eye snip length 3/32¿. Eye snip width 1/32¿. Eye snip distance from distal cuff 8/32¿. Eye snip distance from proximal cuff 9/32¿. Rubberize thickness 12 thou. Reinforcement 167 thou. Inflation funnel thickness 56 thou. Balloon thickness (average) 22 thou. Inflation lumen coverage 8 thou. There was no indication that this product was out of specification. The product was manufactured per the manufacturing procedure. Therefore, the reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using e needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was not able to infuse the water into the balloon. It was later reported that after insertion, the water would not go into the inflation lumen. The catheter was removed and replaced with another catheter.